Manufacturer narrative:
.

Event description:
It was reported that during a cystectomy, the hand activation buttons quite working. Troubleshooting did not resolve situation. Another device was used to complete the case. There was no consequence to the patient.